Event description:
It was reported that the patient's right ventricular (rv) lead exhibited intermittent noise oversensing resulting in intermittent pacing inhibition. The rv lead was explanted and replaced with a left bundle branch pacing lead. The patient was in stable condition.